Manufacturer narrative:
Add to emdr-234244 cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 62 mg/dl. For treatment, the patient was given juice, crackers, and possibly insulin. The pod was worn on the arm for longer than 48 hours. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.